Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had pump error after battery change, frozen display and there was no response from buttons. The customer¿s blood glucose level was 16 mmol/l at the time of the incident. Customer reports they were unable to clear the alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Device was monitored for 24 hrs. Battery was removed from pump and monitored for 10 minutes. Device power up properly after insertion of the battery and no post-reset ram crc alarm alarms or frozen screen noted during testing. All keypad buttons functioning properly. No damage to the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection.